Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up completely. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the host pc was not booting up. The defective host pc was returned for analysis, and it confirmed the defect in the graphics processing unit (gpu). To resolve the reported issue, the fse replaced the host pc, hard drive and loaded the latest software. After replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.